Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer's blood glucose level was 53 mg/dl. The customer treated low blood glucose level with food. They stated that the low blood glucose was caused as she did not eat food before she went to bed and fell asleep. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer also received change sensor alarm. The insulin pump will not be returned for analysis.